Manufacturer narrative:
Initial

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose value of 249 mg/dl followed by hypoglycemia with a reported blood glucose of 53 mg/dl after missing a breakfast meal announcement; subsequent automated corrections attempted to address the rapid rise but contributed to a low glucose event, and the user self-treated with oral glucose in the form of glucose tablets and juice. Symptoms included anxiety and shaking associated with the low glucose. Outcomes included an unexpected medical intervention limited to medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure, and involvement of the user interface due to the missed meal announcement workflow. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.